Event description:
Medtronic received a report that the doctor intended to deploy the pipeline flex with shield near a pipeline flex, implanted previously, to divert flow from a small opthalmic aneurysm. The pipeline flex with shield was tapered distally and did not appear to be completely open. The device was resheathed once and then deployed successfully. Upon recovery of the tip coil, the distal opening of the shield did open more. The doctor then went in with a j wire to promote the distal end of the device to open even more. A scepter balloon was also prepped and inflated to be placed in the distal opening to promote more opening. The technique was successful and follow-up angiography showed good wall apposition and blood flow. The pipeline was not positioned in a bend, and more than 50% of the pipeline had been deployed. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ica with a max diameter of 3mm and a 2mm neck diameter. The landing zone was 4.5mm on the distal end and 4.25mm on the proximal end. Access vessel had a 4mm diameter. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was >100.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex with shield and the phenom 27 catheter were returned for analysis within shipping box; within plastic bio-pouch; within an opened phenom 27outer carton. There was no pipeline flex shield braid returned with the pushwire. Visual inspection/damage location details: the pushwire was returned outside the phenom 27 catheter. The catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specification. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal as the pipeline flex shield braid was not returned. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. It was noted the patient's vessel tortuosity was moderate. There was no non-conformance to specification that may have contributed to the failure to open issue. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.